Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using the navarre opti drain catheter. Post the procedure on (B)(6) 2025, it was noted that the vacuum bottle had lost its vacuum. Furthermore, the catheter was cracked. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti-drain drainage catheter. Post the procedure, on (B)(6) 2025, it was noted that the vacuum bottle had lost its vacuum and further reported that the catheter was cracked. The catheter was removed on (B)(6) 2026. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the partial view of catheter hub which was completely broken. The second photo shows the partial view of broken catheter hub portion attached to the catheter. Therefore, investigation is confirmed for the reported catheter hub fracture, suction issue and identified material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo shows the partial view of drainage catheter in which catheter hub was noted to be completely broken and the broken piece was noted to be missing. Therefore, investigation is confirmed for the reported catheter hub fracture, suction issue and identified material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti drain catheter. Post the procedure on (B)(6) 2025, it was noted that the vacuum bottle had lost its vacuum, and it was further reported that the catheter was cracked. Reportedly, the catheter was removed on (B)(6) 2026. The procedure was completed using another device. There was no reported patient injury.